Event description:
It was reported that during an unknown procedure, the clip malformed. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
H6: information anticipated, but unavailable at this time. D4: serial#= na